Manufacturer narrative:
One cadd solis vip pump was received with a cracked lcd lens. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Further investigation determined that the expulsor was out of mechanical specification and the cause of the issue. Therefore, the pump's expulsor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no patient involvement.